Manufacturer narrative:
(B)(4). The customer report of a leaking needle hub was confirmed through evaluation of the supplied photos. The location and appearance of the cracking are consistent with failures related to the manufacturing/assembly process. Based on the customer report, evaluation of the supplied photo, and input from manufacturing, the most likely root cause of this complaint is manufacturing-related. The observed failure mode is consistent with the failure mode currently under investigation within the teleflex quality system. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the puncture needle is leaking at the hub, they opened 3 kits from the same lot number and had all the same issues. There was no reported patient harm." Associated complaints 9680794-2026-00231, 9680794-2026-00233 and 9680794-2026-00232.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the puncture needle is leaking at the hub, they opened 3 kits from the same lot number and had all the same issues. There was no reported patient harm." Associated complaints 9680794-2026-00231, 9680794-2026-00233 and 9680794-2026-00232.